Event description:
The account reported that during a colonoscopy to remove angiomas with the equipment (i.e., erbe system; argon plasma coagulator (apc) model apc 300 with an electrosurgical generator w/endocut & argon model icc 200 e/a), a pt's right colon wall was perforated. The setting was 60 watts. The perforation was small; therefore, the individual was treated with antibiotics and pain medication. Hospitalization was prolonged but the pt's death status is good.